Event description:
It was reported that the wake button is becoming unresponsive. Reportedly, the customer has to press down on the button multiple times for the pump to respond. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been rec'd for eval. Should new relevant info be rec'd a supplemental form will be completed.